Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 2 events were duplicated during testing. Three events were not duplicated; however, the devices were out of specifications. Five devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes five malfunction events in which the device overheated. One event had patient involvement; no patient impact. Four events had no patient involvement; no patient impact.